Event description:
It was reported that after priming the IV administration and extension set, the nurse had clamped the tubing set before insertion into the pump and before connecting the set to the patient. The nurse took the tubing into the patient's room, and upon looking at the tubing, noticed that the filter portion was leaking and air bubbles were noted in the filter. There was no harm to the patient.

Manufacturer narrative:
Additional information provided: description of event or problem, concomitant medical products & medical products & therapy dates. The customer¿s report that the filter portion was leaking was not confirmed. Visual inspection of the set noted no damages or anomalies. Functional and pressure testing of the returned set did not reproduce any leaking. Additionally, a lab syringe filled with water was attached to the set and the remaining contents were gently flushed. No leaks were observed. The root cause of the customer¿s report was not identified. The report of air bubbles observed within the filter was confirmed by visual inspection of the set as returned; however, testing found that the root cause of the air bubbles was identified to be part of the design and functionality of the filter.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested: patient demographics was not provided.

Event description:
It was reported an unspecified tubing issue. Follow-up finding reveals a defective, the tubing began to leak. No indication if there was patient involvement or patient harm.